Event description:
It was reported that the patient experienced perforation from the right ventricular (rv) lead, as well as syncope. It was further reported that the rv lead had no capture at maximum outputs. An echocardiogram ruled out cardiac tamponade and effusion. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. Sedr01, implantable pulse generator (ipg), (B)(6) 2014. (B)(4).